Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed bubbles in the wash pump assembly. The fse replaced the wash valve components such as the stator, rotor and seal to resolve the issue. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible creatine kinase mb (access ck-mb) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining non-reproducible creatine kinase mb (access ck-mb) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. A sample from the first patient (designated as patient one (1)) was reanalyzed using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and alternate access 2 immunoassay system serial number (B)(4), and higher results, above the laboratory's normal reference range, were obtained. The sample from the second patient (designated as patient two (2)) was reanalyzed in duplicate using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and once using alternate access 2 immunoassay system serial number (B)(4), and both higher and lower results, above and within the laboratory's normal reference range, were obtained. The sample from the third patient (designated as patient three (3)) was reanalyzed using alternate access 2 immunoassay system serial number (B)(4), and a lower result, within the laboratory's normal reference range was obtained. The customer stated only the results interpreted as being correct were reported from the laboratory for patients one (1) and two (2). The initial elevated access ck-mb result for patient three (3) was reported from the laboratory. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access ck-mb results. Quality control (qc) recovery was within customer established ranges and a system check passed within published performance specifications prior to the event. The customer performed hardware verification testing after obtaining the non-reproducible access ck-mb results. The results of a precision run failed to meet published access ck-mb performance specifications. The samples were collected and tested in lithium heparin plasma tubes. Samples were centrifuged for seven (7) minutes at 3200 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.